Manufacturer narrative:
Qn# (B)(4). The catalog# is unknown at this time.

Event description:
A device was returned with a defect reflecting a leak in the extension tubing.

Manufacturer narrative:
(B)(4). This is notification that this MDR will be voided as it is a duplicate of MDR#3006425876-2018-00688, submitted on 10/22/2018.

Event description:
A device was returned with a defect reflecting a leak in the extension tubing.